Event description:
The customer tested her blood glucose using her 2 contour meters and rec'd readings of 22 and 156 mg/dl. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, but her meter is to be returned for eval. A replacement meter was sent to the customer.